Manufacturer narrative:
On may 4, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found extended from the anterior to the posterior aspect of the sm hps dv 460cc breast implant, measuring approximately 2.8 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right implant exchange mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old female patient underwent primary breast augmentation with 460cc mentor smooth round high profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. On (B)(6) 2023, mentor became aware that the date of surgery was (B)(6) 2023. Per additional information received on april 11, 2023, mentor became aware that capsulorrhaphy was also performed on the right side in addition to left side deflation and hence, underwent bilateral breast implant exchange surgery with smooth round saline devices on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.